Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was received a broken force sensor was detected during seating or regular delivery alarm. Customer¿s blood glucose level was 9.2 mmol/l. Customer reported that they were not able to clear the alarm. Customer was advised to the insulin pump requires replacement and to discontinue use of the insulin pump and revert to backup plan. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit received with critical pump error and a broken force sensor was detected during seating or regular delivery due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. .